Event description:
Additional information was received in the form of programming history from the area representative. Review of the programming history indicated the generator's voltage is not depleting any further as it is now beginning to stabilize.

Event description:
Additional information was received on (B)(6) 2012 indicating the patient's vns is once again indicating a partially depleted battery. The foreign distributor later indicated on (B)(6) 2012 that the physician stated the vns is now showing a more expected battery level of almost 100% battery level. Additional programming history will reportedly be sent to the manufacturer to verify the intended battery levels.

Event description:
Additional programming history was received further confirming the generator battery voltage is increasing and returning to expected levels. This is believed to be related to unusually high internal battery voltage being present. It is normal behavior for the generator to have higher internal impedance that decreases after depletion of approximately 7.5% of the battery. However the suspect generator's internal resistance is taking longer to decrease than normal. Review of the most recent history dated (B)(6) 2012, indicates that the battery voltage indicator should now be displaying normal levels as the battery voltage has increased the appropriate voltage of 2.85 volts.

Event description:
It was reported by a physician that the battery icon showed half green mark, but not ifi or other status related with battery on a vns patient that was implanted 8 months ago. The physician doesn't normally use high output setting in ma and or high duty cycle either. Current system diagnostics were within normal limits. Additional information was received in the form of programming history for the patient's generator. Based on the information reviewed on this generator through (B)(6) 2012, the data does indicate that the generator is delivering the programmed therapy. In addition, the device history record from manufacturing was reviewed and passed all electrical tests prior to shipment. Given that the device is delivering the proper therapy at this time and the impedance values are within normal limits, continued monitoring of the patient was recommended from the manufacturer. At the moment no interventions have been planned for the patient.

Manufacturer narrative:
Initial report inadvertently did not list type of report. Initial report should have stated 30-day report.

Manufacturer narrative:
Analysis of programming history.

Event description:
Additional information was received on (B)(6) 2013 when the manufacturer's investigation found the root cause of the observed battery voltage behavior to be the result of either an extended duration of the reduced conductivity (i.e. High battery impedance) experienced by cfx batteries during the beginning of life (bol) or a minute internal short that managed to "burn" itself out resulting in the observed voltage rebound following 10% of discharge (e.g. Consumption).

Event description:
Further programming history was received from the physician and reviewed by the manufacturer. The history shows that the battery voltage is returning to the expected voltage levels and should be showing a more correct battery indication. The physician has indicated no further issues.